Manufacturer narrative:
The excor blood pump, s/n (B)(6), was in use on the patient on (B)(6) 2023 (8 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specification. Patient was switched to continues flow device, excor blood pump was disposed by the site.

Event description:
Berlin heart inc. Was informed on may 5th, 2023, that the patient in excor system exhibits signs of hemolysis without any apparent reason. The patient was described as jaundiced and hypotensive. Laboratory tests show that the patient's ldh levels are greater than 2500. The upper limit of normal for ldh at this site is 700. Pfh levels are at 43, when normal upper range is 20. The excor blood pump is performing as intended with complete ejection and fill. There are no deposits noted in the excor blood pump, and no abnormal sounds from the pump.